Manufacturer narrative:
H3. The catheter was returned for destructive analysis and identified a sharp bend in the area of the transition tubing near the connector. Analysis identified a hole in the catheter body. The pump was returned for destructive analysis and identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (4 mg/ml at .400 mg/day) and bupivacaine (10.0 mg/ml at 1.0 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing an increase in pain. The healthcare provider (hcp) stated there were volume discrepancies at recent refills. There were no known external factors. Surgery occurred and the volume discrepancy in the operating room (or) was large, with an expected reservoir volume of 1.5 ml and an actual reservoir volume of 15 ml. The hcp accessed the catheter via spine incision and cut the catheter to look for cerebrospinal fluid (csf) flow; there was none visible. The hcp also attempted to aspirate catheter and was unsuccessful. The entire ascenda catheter was replaced, and the hcp also elected to replace the pump. The event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2023 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.